Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 16jul2020 investigation ¿ evaluation chengdu chengfu med. Equip. Co (china) informed cook that the hub on the 10.0fr flexor in a rosch-uchida transjugular liver access set separated during a procedure. Access was gained at the right internal jugular vein for a tips procedure, and the flexor was inserted. The patient did not have abnormal anatomy, and there was no resistance during insertion. The user reported that prior to embolizing the varicose veins, the hub on the sheath detached. The dilator was inserted through the sheath when it separated. A new device was used to complete the procedure without adverse effects to the patient. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection were conducted during the investigation. The customer returned one rups-100 set. The sheath is separated with biological matter throughout. The sheath tubing is separated at the hub, and the proximal end is pushed through the check-flo body. There is approximately 6mm of sheath exiting the valve, with exposed coiling exiting the separation site. The sheath cap and check-flo body were disassembled, and the flare is wrapped around the check-flo threads. The flare is captured in the clear sleeve. Additionally, a document-based investigation evaluation was performed.there are appropriate controls in place to prevent this failure in the field. The instructions for use (IFU) that are supplied with the product were reviewed for information relevant to the reported failure. Information provide in IFU state: "warnings -if resistance is encountered during advancement o flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. -reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." The device history record (DHR) was reviewed for the final lot and the sheath component lot. The final lot revealed no nonconformances. The flexor component lots revealed related nonconformances, however, the flares are inspected 100% in process, and the finished devices are 100% leak tested. A complaints database search was conducted and there were no additional complaints on the final lot. There is no evidence of nonconforming material in house or in the field. Based on the device master record, device history record, labeling review, design history file, and examination of the returned device, there is no indication the device was manufactured out of specification.there is currently a CAPA open to investigate flexor separation. Based on information provided, inspection of returned product, and results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a (B)(6) old male patient required a rosch-uchida transjugular liver access set for a transjugular intrahepatic portosystemic shunt (tips) procedure. During the procedure, the shaft of the 10f sheath separated from the hub. The device was removed and replaced with a new device to completed the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.